Event description:
It was reported that the patient received an inappropriate shock due to intermittent t-wave oversensing and noise. Technical services advised some programming options. Later, there was additional inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the sicd system was replaced with a transvenous system. The electrode was capped and remains in the patient. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to intermittent t-wave oversensing and noise. Technical services advised some programming options. Later, there was additional inappropriate shocks. There were no additional adverse patient effects. The system remains implanted.